Event description:
Info rec'd from international affiliate indicates a pt developed an acathamoeba infection in both eyes while wearing acuvue lenses. This record documents the event in the pt's right eye. The pt reportedly went to bed wearing acuvue lenses in both eyes in 2005. The following day the pt reportedly had pain in the right eye and sought treatment at a local clinic and the pt was reportedly treated for herpes cornea. The pt subsequently developed pain in the left eye and sought treatment at medical facility at about one month later. An acanthamoeba infection was suspected because annular corneal infiltrates, pseudodendritic lesion, and radial neuritis of the cornea were observed. Acanthamoeba was confirmed by culture. The pt's treatment consisted of curettage of the lesions, corneal epithelial ablation and antifungal drugs. The acanthamoeba infection inthe pt's left eye reportedly resolved in 2 weeks. The acanthamoeba infection in the pt's right eye reportedly took longer to resolve. It was healed with a residual scar at about 2 months later. Reportedly the pt had not "scrubbed" the contact lenses and had over worn the contact lenses, reportedly the pt had used tap water to wash the lens case. The pt used the following lens care product: soft one - cool. The acanthamoeba infection in the pt's left eye is docuemnted in our MDR report 1033553-2006-00035.

Manufacturer narrative:
Device labeling single use or reuse.